Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that an episode of non-sustained vt caused by far-r oversensing on the atrial channel was observed. Inappropriate auto-mode switch due to the oversensing was noted. Programming changes were recommended.